Manufacturer narrative:
Investigation summary: inspection of the returned device confirmed the drug lumens and the center lumen were full of blood. This condition is consistent with not prepping the drug lumen with heparin or withdrawing blood into the lumen after placement.

Event description:
Explanation of event verbatim from user facility report: dr. (B)(6) asked for a 6 cm ekos catheters to be placed in the right groin to go to the left pulmonary artery. After the catheter was placed, it would not work. It alarmed occlusion, multiple attempts were made to flush, but it could not be unclogged. Physician stated to have it pulled; attempted to flush after it removed still would not flush, stated it was clotted off and stated he had multiple issue with the 6 cm catheters.